Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported that the patient was going to the bathroom every hour or less as the day went on. The patient also reported they had pain in their lower abdomen and vagina, and the pain felt like they had a bladder infection. The patient noted being on 2 antibiotics. The patient reported they increased stimulation the day before the call, they decreased stim but the pain hadn¿t improved. It was reviewed that they could try turning stimulation off to see if the pain improved. The patient was redirected to their healthcare provider. On (B)(6) 2018 the patient reported they were concerned that they were going more often than usual. The patient mentioned the previous call and repeated previously reported information. The patient stated they were still feeling a little discomfort, and now they had dropped it to 0.3 and were comfortable. It was noted that the trial began on (B)(6) 2018. No further complications were reported.